Event description:
It was reported that the patient was revised due to a loose femoral component.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: as returned, the device appears to be very clean with minor scuffing observed on the condyles. The proximal side of the device shows only one small spot of bone cement/tissue adhering to the device. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.